Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a failed battery test alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were able to clear the alarm but the failed battery test alarm occurred again after reinserting a new battery. The customer stated that the battery compartment and spring was not corroded. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test and alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk however, received with currents within specification. No unexpected failed battery test. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked lcd window.